Event description:
Additional information received indicated the ipg was explanted and replaced. Reportedly, postoperatively the patient is receiving effective therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on (B)(6) 2017.

Event description:
It was reported the ipg was unable to communicate with the clinician or patient controller after the patient had left arm surgery on (B)(6) 2019. Troubleshooting was attempted to no avail. Surgery may take place at a later date to address this issue.